Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc freestyle libre sensor "ended" after 7 days of wear. Customer further reported experiencing unspecified symptoms of hypoglycemia and having contact with a healthcare provider and was diagnosed with hypoglycemia and treated with "glucose up15". Readings of 'lo', 37 mg/dl, and 50 mg/dl, and 163 mg/dl were obtained on the hcp device. Customer "was released" once their glucose level reached 163 mg/dl. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Performed visual inspection on returned sensor patch, no issues observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Visual inspection was performed on the sensor assembly and no issues were observed. Sensor was inserted into the sim-vivo test fixture and all results were within specification. No product deficiency was identified.

Event description:
Customer reported the adc freestyle libre sensor "ended" after 7 days of wear. Customer further reported experiencing unspecified symptoms of hypoglycemia and having contact with a healthcare provider and was diagnosed with hypoglycemia and treated with "glucose up15". Readings of 'lo', 37 mg/dl, and 50 mg/dl, and 163 mg/dl were obtained on the hcp device. Customer "was released" once their glucose level reached 163 mg/dl. There was no report of death or permanent impairment associated with this event.